Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and postlaminectomy pain. It was reported that the patient stated they had a device implanted in 2012 and 1 year later, the patient reports it burned through the patient's skin, they had an infection, a laminectomy and years of pain and suffering.